Event description:
A customer reported they obtained high readings on their freestyle freedom blood glucose monitor. The customer reported they obtained a reading of 140 mg/dl compared to 75 mg/dl with a laboratory meter within a 10 minute timescale. When plotted on a parkes error grid the results fell in the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted once investigation results are available.